Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('persistent bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2012 essure confirmation test were performed and results shows bilateral occlusion. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pain ("pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and anaemia ("anemia"). The patient was treated with surgery (hysterectomy, (partial),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, pain, dyspareunia, pelvic pain, abdominal pain, menorrhagia and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, device dislocation, dyspareunia, genital haemorrhage, menorrhagia, pain and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 27-aug-2019: plaintiff fact sheet was received. Events added from pfs- dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), anemia. Reporter information were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('persistent bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2012 essure confirmation test were performed and results shows bilateral occlusion. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pain ("pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and anaemia ("anemia"). The patient was treated with surgery (hysterectomy, (partial),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, pain, dyspareunia, pelvic pain, abdominal pain, menorrhagia and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, device dislocation, dyspareunia, genital haemorrhage, menorrhagia, pain and pelvic pain to be related to essure. Amendment: the report was amended for the following reason: significant amendment ppc added. No new follow-up information was received from the reporter. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pain ("pain"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage and pain outcome was unknown. The reporter considered device dislocation, genital haemorrhage and pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.